Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dream station humid. The manufacturer received information alleging having severe sinus congestion, severe dry eyes, and a strange odor from the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, humidifier bottom enclosure, flip lid seal, heater plate, lifting tray, dry box seal, dry box, humidifier rear panel. Mold like bacteria was observed on the flip lid seal. Discoloration was observed on the flip lid seal and dry box seal. The modem was unable to connect to the error log viewer. Liquid ingress was observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was able to confirm the complaint or address the symptoms specified.